Event description:
The customer reported the touchscreen froze. The customer was contacted multiple times for more information and patient status with no response.

Manufacturer narrative:
The customer did not request service. There was no sample returned for evaluation and no additional information provided related to this event. The root cause cannot be determined in this investigation. (B) (4). (B) (4). (B) (4).